Manufacturer narrative:
Case(B)(4) initial report. The appropriate device details were provided. The corresponding manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, did the patient follow the correct post-op protocol and an update on the patient post-revision. Conclusions will be provided in a supplemental report. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex insert, bolt, tibia baseplate and femur revision due to instability/loosening after 2 years.

Manufacturer narrative:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2023. The original surgery date is (B)(6) 2021. The reason for revision is reported instability. During the revision the femur, baseplate, insert and bolt were removed and replaced with new components. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. According to the intake form, the products are not available for return and evaluation. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Below is a summary of the documentation investigation: ref: (B)(4) femur lot number: 36224 date of manufacture: 06/03/2020 date of expiration: 06/03/2025 sterile batch: ols204045 ref: (B)(4) tibial baseplate size 2, left lot number: 35432 date of manufacture: 02/06/2020 date of expiration: 02/06/2025 sterile batch: ols204012 ref: (B)(4) tibial insert size 2 x 14 lot number: 37275 date of manufacture: 12/10/2020 date of expiration: 12/10/2025 sterile batch: ols204089 ref:(B)(4) retaining bolt lot number: 37501 date of manufacture: 02/02/2021 date of expiration: 02/02/2026 sterile batch: ols214014 cause cannot be determined. Revision surgeries have many variables including numerous patient conditions that contribute to the event taking place. No action was taken as a result of this complaint. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.